Event description:
Severe 2nd and 3rd degree burns [burns third degree]. Severe 2nd and 3rd degree burns [burns second degree]. Giant blisters [blister]. She will have lifelong scars [scar]. She did not check the skin under the product while wearing thermacare [intentional device misuse]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to use thermacare heatwrap (thermacare lower back & hip), from an unspecified date to an unspecified date at an unknown frequency for muscle spasms. The patient medical history was not reported. There were no concomitant medications. Past product history included thermacare heatwrap (thermacare) all her life and never had this experience. The patient experienced severe 2nd and 3rd degree, blisters on (B)(6) 2016. The patient explained that she was wearing a back wrap for a couple hours (3.5 to 4 hours at the most) when she started to feel it sting. She took the wrap off at that point, but did not look at her back. The next morning, her daughter freaked out and said what is on you back. Her daughter took a picture of it and she looked and saw giant blisters on her back. She went to the doctor and was told it was severe 2nd and 3rd degree burns. She also reported after being burned by thermacare heat wraps she will have lifelong scars. Therapeutic measures taken as a result of severe 2nd and 3rd degree burns included she went to the hospital for treatment and the doctor popped blisters, debrided her wounds, cut skin off, bandaging and gave her a prescription for ointment and sent her home. No admission. She reported she did not check the skin under the product while wearing thermacare. The action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2016. The outcome of the events lifelong scar and she did not check the skin under the product while wearing thermacare was unknown and the outcome of the remaining events was resolving (still healing but getting better). The patient is not currently under the care of a physician for any medical condition. She classified her skin tone as medium. When asked if she had sensitive skin she reported not really. She does not have any abnormal skin conditions. The patient previously used heating pads and did not experience any problems. The patient reported she was not sleeping, not wearing several layers of clothing, not wearing a snug waistband or belt, and it was attached to her body. She reported she wore it for about 3.5 to 4 hours at most. She did not engage in exercise while using the product. She did not check the skin under the product while wearing thermacare. She did read the usage instructions on thermacare before she used the product. She reported this as a box of 3 count, the first 2 wraps were okay on the 2 previous days. The third wrap is the one that burned her. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation based on the information provided, the events burns third degree, burns second degree, blisters, scar, and intentional device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burns third degree, burns second degree, blisters, scar, and intentional device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Severe 2nd and 3rd degree burns/ giant blisters [burns third degree] , severe 2nd and 3rd degree burns/ giant blisters [burns second degree] , she will have lifelong scars [scar] , she did not check the skin under the product while wearing thermacare/ she did read the usage instructions on thermacare before she used the product [intentional device misuse]. Case narrative: this is a spontaneous report from a contactable consumer. A 49-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for muscle spasms. The patient medical history was not reported. There were no concomitant medications. Past product history included thermacare heatwrap (thermacare) all her life and never had this experience. The patient experienced severe 2nd and 3rd degree, blisters on (B)(6) 2016. The patient explained that she was wearing a back wrap for a couple hours (3.5 to 4 hours at the most) when she started to feel it sting. She took the wrap off at that point, but did not look at her back. The next morning, her daughter freaked out and said what are on your back. Her daughter took a picture of it and she looked and saw giant blisters on her back. She went to the doctor and was told it was severe 2nd and 3rd degree burns. She also reported after being burned by thermacare heat wraps she would have lifelong scars. Therapeutic measures taken as a result of severe 2nd and 3rd degree burns included she went to the hospital for treatment and the doctor popped blisters, debrided her wounds, cut skin off, bandaging and gave her a prescription for ointment and sent her home. No admission. The patient was not currently under the care of a physician for any medical condition. She classified her skin tone as medium. When asked if she had sensitive skin she reported not really. She did not have any abnormal skin conditions. The patient previously used heating pads and did not experience any problems. The patient reported she was not sleeping, not wearing several layers of clothing, not wearing a snug waistband or belt, and it was attached to her body. She did not engage in exercise while using the product. She did not check the skin under the product while wearing thermacare. She did read the usage instructions on thermacare before she used the product. She reported this as a box of 3 count, the first 2 wraps were okay on the 2 previous days. The third wrap is the one that burned her. The action taken with thermacare heatwrap was permanently withdrawn on 18jul2016. The outcome of the events lifelong scar and she did not check the skin under the product while wearing thermacare was unknown and the outcome of the remaining events was resolving (still healing but getting better). According to the product quality complaint group on 28mar2020: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Site sample status is not received. Follow-up (28mar2020): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected. Comment: based on the information provided, the events burns third degree, burns second degree, scar, and intentional device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Site sample status is not received.